Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was also received with normal operating currents. There was no unexpected battery out limit and no unexpected battery alarm noted. It was noted that no moisture damage was found on the lcd, the electronics, motor, battery tube, and the vibrator. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump got wet. Customer stated that he was on a boat and he got stuck in a hard downpour with the pump in his pocket. The customer placed a brand new battery in the pump, but received a battery out limit alarm. Customer's blood glucose was 102 mg/dl at the time of the incident. Customer reported that there was fluid under the lcd display. Customer stated that the pump alarmed after a battery change and he could not continue troubleshooting because the buttons were unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.